Event description:
User facility reports lens haptic broke off during insertion/positioning causing a tear to the posterior capsule with vitreous loss. Treatment required a virectomy after lens removal. A different lens was implanted.